Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020 -09587 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The user facility reported that the issue was resolved at the facility. The reported event appeared to be caused by some settings at the user facility because the 3d adjustment worked properly when an olympus sales representative tested the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, 3d adjustment did not work and 3d endoscopic image was defective. The user replaced the device to another olympus video scope, ltf device and completed the procedure. There was no report of patient injury associated with this event.